Event description:
It was reported that during routing inspection the device gives error 3 as soon as the ready mode is entered. No case involvement no patient consequence.

Manufacturer narrative:
(B)(4). Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The analysis was performed and was found that the hand piece no longer meets the specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.